Manufacturer narrative:
B3 - date of event unknown. One device was returned for evaluation. Visual testing was performed- found damaged dso seal, scratched lens. Functional test was performed. Occlusion test was used. The dso seal, lens replaced. Ehl was downloaded. Motor in the device has more than 12 million revolutions. The motor was replaced. The root cause was dso seal, scratched lens. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was due for a repair. Device evaluation noted the downstream occlusion seal was damaged. There was unknown patient involvement.